Event description:
Pre-dialysis temp. 96.6 bp=140/80patinet started on a dry pack dialyzer. Later patient complained of chills. T 96.4 - 93.2 unable to recheck due to violent shanking - bp up to 280/80. Dialysis stopped. Blood not returned in the patient. Patient felt better after dialysis stopped. Temp of dialysate checked and was okay - not on inhibitor on baxter dialysis machinedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.